Event description:
Four cases of cuff repair failures were reported; this is two out of four. It was reported that a revision surgery took place at six months post-op from an initial left shoulder cuff repair. The patient was complaining of persistent shoulder pain. At the time of the revision surgery the surgeon noted that the cuff had a re-tear in the anterior-medial anchor migrating laterally to the anterior-lateral anchor. It was also noted that the initial construct and the fiber wire were intact and had not failed. The original date of surgery was in 2008. The revision was successful and the patient is doing well. The reporter stated the patient is a heavy smoker. Follow-up confirmation of the device identity (part no., lot no.) Was requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but was not returned, therefore ,the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. There is no indication of an arthrex device failure. The complainant device part/lot number was requested but not provided, therefore, device identity could not be made. Device history record review could not be conducted without part/lot number. Based on the information provided, the most likely cause of this type of event is tissue failure. The potential causes of this event have been communicated to the event reporter. If the device is returned and additional relevant information is obtained, a follow up report will be submitted.